Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Visual inspection: the cable tensioner (p/n: 391.201, lot # p507256) was returned and received. Upon visual inspection, it was observed that the wire was stuck inside the device. Rest of the device showed no signs of damage. Functional test: a functional test could not be performed since the wire was stuck inside the cable tensioner. The complaint condition could not be replicated however since the wire being stuck have contributed to the complaint. Can the complaint be replicated with the returned devices? Unable to perform. Service & repair evaluation: the customer reported that unknown wire was stuck inside the cable tensioner. The issue was observed during decontamination. There was no patient involvement. The repair technician reported that cable struck inside device. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: dimensional analysis cannot be performed due to post-manufacturing defect. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Cable tensioner orthopaedic cable system. Complaint confirmed? Yes, the device received has wire stuck inside. Hence confirming the allegation. Conclusion: the complaint is confirmed as the cable tensioner (p/n: 391.201, lot # p507256) was received with wire stuck inside. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 391.201; synthes lot # p507256; supplier lot # p507256; release to warehouse date: 31 oct 2001; supplier: (B)(4). Mrr # (B)(4) was generated for no certification for passivation. This non-conformance is not relevant to the complaint condition since the passivation process is controlled by pioneer surgical technology. The passivation note will be removed from the synthes source control drawing. H11 corrected data. D10 device received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the unknown wire was stuck inside the cable tensioner. The issue was observed during decontamination. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) cable tensioner. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.